Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 30 iu/l and the repeat result on (B)(6) 2018 was 8624 iu/l with a data flag and was believed to be correct. Information regarding if the erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 259205. The expiration date was requested but was not provided. The investigation was unable to find a definitive root cause.